Event description:
Wife of homepatient (hp) reports line of homechoice set was not priming completely. Home pt was able to prime line after a reprime attempt. Per spouse, there was no pt injury or medical intervention as a result of incident.